Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
A healthcare professional reported bilateral capsular contracture, baker grade iii-IV and possible rupture left device diagnosed via mammography. At the end there is no rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
A healthcare professional reported bilateral capsular contracture, baker grade iii-IV and possible rupture left device diagnosed via mammography. At the end there is no rupture. Device has been explanted and replaced.